Event description:
It was reported that patient presented for follow-up. Upon interrogation, it was noted that right ventricular (rv) lead exhibited non-sustained right ventricular over-sensing. Programming changes were made. Patient condition was unknown.

Manufacturer narrative:
Additional information was requested but not received.

Event description:
There were no patient consequences.

Manufacturer narrative:
B5. Should also include "there were no patient consequences."